Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the handle was hard; it was difficult to grasp. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning. Please take photos for (B)(6) customer. (B)(4).

Manufacturer narrative:
(B)(4).